Manufacturer narrative:
Section b2: outcomes attributed to adverse: corrected manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major bacterial infection in their lung. Drug therapy was performed. The cause of the infection was due to complexity of medical management, and although considered to be unrelated, the causal relationship with the device could not be ruled out. The patient was hospitalized from (B)(6) 2024.

Manufacturer narrative:
Section a: patient information was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.